Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the main unit imaging, corrosion on the video connector electrical contact point, and water ingress in the main unit imaging and camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image not being displayed as indicated occurred because the main unit imaging was faulty and communication could not be performed normally. Since there was no occurrence of water leakage in the actual product, it was not possible to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not display the image. The issue occurred prior to a diagnostic procedure. The intended procedure was completed. There were no reports of patient harm.